Manufacturer narrative:
Despite several attempts with the physician, it was not possible to have more information. The cause of the incident could not be determined. This case of migration in pulmonary artery is an isolated event without any clinical complications and without any symptom for the patient.

Event description:
In (B)(6) 2018, dr (B)(6) from (B)(6) hospital at (B)(6) has implanted a vena cava filter by right femoral approach (because the patient had a pacemaker) for a pulmonary embolism with deep vein thrombosis and intra-cerebral haemorrhages. The physician has measured the vena cava diameter which was 27 mm. He says he has checked the position of renal veins on previous examinations. Further to a recent chest scanner done by radiologists, they have discovered the vena cava filter in the right pulmonary artery. To date, the asymptomatic patient was only seen to outpatient care and went home; knowing that he has been administered anticoagulants at long-term. Dr. (B)(6) has transmitted to the professor (B)(6) (expert in cava filtration) the implantation reports and the images of the cavography before and after implantation. They are in touch to discuss about this case.